Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and insulin pump was not working correctly. The customer¿s blood glucose level was 74 mg/dl at the time of incident. Customer states the insulin pump had watchdog timeout alarm. The product will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrate motor during visual inspection. Unable to perform operating current test, unexpected restart error test and displacement test or verify a13/e13 alarm due to blank display.